Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was advised to have the insulin rest for ten minutes without a battery and call back if the display did not return, the display is still blank. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to mother board. Analysis was unable to perform any tests due to blank display. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.